Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not obtain information on the reprocessing steps by the user. The culture test result at the third-party labs provided by the user: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: >100 cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 0 cfu. Bacterial identification: n/a. Sampling date:(B)(6) 2024. Sampling from: a/w channel. Cfu: 0 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: >100 cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 6 cfu. Bacterial identification: pseudomonas aeruginosa. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. No bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated where the channel mount and suction plug have foreign materials. Based on the results of the investigation and after reviewing the provided information, we confirm a correlation between the device and the cause of contamination. The inspection report highlights multiple damages, including scales, scratches, and functional failures, which, when combined with improper reprocessing, could lead to contamination. In the absence of a completed questionnaire, we assume lapses in reprocessing practices, such as unsuitable methods (e.g., no brushing or sub-optimal brush choice), insufficient drying, and uncontrolled water quality. However, after olympus conducted reprocessing and sampling, no microorganisms were detected. It could not be denied that the reprocessing was insufficient at the suction port. Regarding the auxiliary water channel, we could not judge the relation between the subject device and the event. The user can prevent the event by following the guidance outlined in the instructions for use (IFU). Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor the field performance of this device.